Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas): passed out (loss of consciousness) [loss of consciousness], she is very weak [asthenia], she does not feel well [malaise], grand mail seizure [grand mal convulsion]. Case description: spontaneous report was received on (B)(6) 2012 from a (B)(6) female patient, initials (B)(6) with osteoarthritis. The patient¿s medical history was not provided. On (B)(6) 2012, the patient initiated treatment with (route of administration was not provided) synvisc one (hylan gf-20), at a dose of 6ml, once into left knee. The lot number for synvisc one was not provided. After the injection the patient had a really bad reaction. The patient stated that during the injection she passed out and when she came back she had a grand mal seizure, due to which the patient was hospitalized. The patient stated that she fainted when the physician started the injection and she was told to lean back. On (B)(6) 2012, the patient was discharged from the hospital. The patient stated that she had gone weak and does not feel well. The patient was told never to have another synvisc-one injection. The company assessed the event of passed out as medical significant. The outcome for the events of passed out and grand mal seizure was not provided and for the events of she had gone weak and does not feel well was not yet recovered. Concomitant medications were not provided. The intensity for all the events was not provided. The qa (quality assurance) investigation results were received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint.

Manufacturer narrative:
Evaluation summary ¿ the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.